Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing. Programming changes were performed to resolve the issue. There were no patient consequences.